Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is potentially experiencing pain post-operatively.

Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.

Event description:
It was reported that a health professional was inquiring into the related field notifications associated with a specific product. There was no event.